Event description:
Information received by medtronic indicated that the insulin pump had recurred replace battery alert. Customer had already been assisted with trouble shoot and issue recurred. Customer did not received low battery alert prior to replace battery alert or replace battery now alarm. No harm requiring medical intervention was reported. The insulin analysis pump will not be returned for further.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged low battery alert, unexpected battery power loss or replace battery alert/replace battery now alarm and critical pump error (open book image) alarm found on dec 31, 2021. The insulin pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No power error 25, low battery alert and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: 12/10/2021 01:29:31.000; 12/16/2021 18:37:34.000; 12/22/2021 18:16:53.000; 12/28/2021 14:54:12.000; 12/31/2021 11:36:28.000; low battery alert was recorded and found in the formatted history file on: 12/16/2021 08:54:00.000; 12/22/2021 08:39:00.000; 12/28/2021 04:51:00.000; replace battery alert was recorded and found in the formatted history file on: 12/16/2021 18:25:00.000 and 12/16/2021 18:35:00.000 12/22/2021 18:10:00.000; 12/28/2021 14:22:00.000; replace battery now alarm was recorded and found in the formatted history file on: 12/28/2021 14:53:00.000 and power loss alarm was recorded and found in the formatted history file on: 12/31/2021 11:37:25.000 and 12/31/2021 11:37:36.000; earliest power data available per the power management tool/detail trace file is on dec 31, 2021 at 11:03:00 am. There was no power data available for low battery alert , replace battery alert and replace battery now alarm. The insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. Critical pump error (open book image) alarm and pump error 40 alarm confirmed in the formatted history file on 01/07/2022 10:01:00.000 and 01/07/2022 10:11:00.000. Pump error 40 alarm due to software error (line number = 454; file number = 121 & line number = 1384 ; file number = 26). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the insulin pump near the battery tube compartment, a serial number label fading and a end cap address label missing. Low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm were not confirmed. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 40. Critical pump error (open book image) alarm and pump error 40 alarm confirmed due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.